Event description:
Related to MFR report # 2183959-2012-00740, 00742. It was reported by the plaintiff's attorney that the patient was implanted with an monarc sling system on or about (B)(6) 2008. It was alleged the patient experienced an unknown "injury." No additional details were provided at this time.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.